Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected for return.

Event description:
It was reported the patient was hospitalized from (B)(6) 2015 due to hypoglycemia and having a seizure while using the infusion device. The blood glucose was taken on the ambulance's meter and the result was 29 mg/dl. The paramedics and hospital treated the patient with "a drop." The type of treatment was unknown. The blood glucose result at the hospital was unknown. During hospitalization patient stayed on the infusion device, and her doctor "was accompanying all the process." There was no allegation that the infusion device had malfunctioned. The infusion device is not expected to be returned for product evaluation.